Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice device during dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative explained the alarm and instructed the hp to start over with new supplies or complete therapy manually. The hp understood and stated that they noticed that the final bag and the final line came apart. The hp explained that they did not connect the bag very well. The hp was probably going to start over with new supplies instead of using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. A disconnection had occurred between a line and a bag which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.